Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. "High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158."

Event description:
It was reported that the patient was experiencing high blood glucose levels (bg) due to a bent cannula with their pod. It was reported that the patient went to the emergency room (ER) due to the patients bg levels rising to 478 mg/dl. The patient was admitted to the ER on (B)(6) 2022. The patient was diagnosed with diabetic ketoacidosis (dka). The patient was treated with 3-4 of potassium IV as well as fluids and insulin for the dka. The doctor prescribed the patient zofran. The patient had removed the pod before she went to the emergency room. The patient was discharged from the ER on (B)(6) 2022.